Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having hiccups, more so when they bend over. The left ventricular (lv) lead was reprogrammed due to diaphragmatic stimulation. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.